Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped functioning. Multiple attempts were made to follow up with the customer regarding the reported issue. No response from the customer was received. There was no reported impact to customer's blood glucose level.